Manufacturer narrative:
Na

Event description:
It was reported that a cot dropped. The customer reported that injury may have occurred, but could not report the extent of the injury or who was involved.